Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A model b dermatome was involved in a malfunction and injury during a procedure and was described as follows: a model b dermatome described as being "very old", malfunctioned during a procedure and caused an "incision". The malfunction was not described but it was reported that the graft was uneven causing the pts' skin to slough because the graft did not take. The pt had to return to surgery for another graft. Additional clinical info has been requested.